Manufacturer narrative:
Upon receipt, the device was in storage mode, which was reached after explant. Initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. A review of the device memory concluded that therapy was available while the device was implanted. The depleted cell was replaced with an external power supply. During the inspection, the power supply probe touched an unknown portion of the hybrid, which caused one of the power supply capacitors to become damaged. The body of the capacitor was bubbled, and solder balls were located on both sides of the capacitor at the midpoint. The damaged capacitor was removed and damage to the hybrid traces located beneath the capacitor was visible. Each low voltage power supply capacitor was mechanically removed and leakage tests were performed on each capacitor with the exception of the one that was damaged. All capacitors were within leakage specifications. No further analysis was able to be performed. The premature battery depletion was believed to be caused by a high current condition; however, the source of the high current could not be isolated to a root cause, due to the damage that was inadvertently induced to the hybrid during analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that the monitoring voltage for this implantable cardioverter defibrillator (ICD) was questioned, as relating to any advisories. Technical services (ts) advised normal three month follow-ups for the patient. The device was later explanted, with a reason of 'due to advisory/recall'. This device did not belong to any advisory populations. The device was returned approximately three months later for analysis. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.